Manufacturer narrative:
(B)(4). It was noted in the conclusion on the complaint that the reporter is a nurse.

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.